Manufacturer narrative:
Additional information. The referenced of the patient's short to shield is reported under MFR# 2916596-2021-02019.

Event description:
Additional information reported that the patient¿s pump was exchanged because it had been decommissioned at unc hospitals (B)(6) 2021. The patient had a short to shield of his driveline that was presumed to be internal since the patient had had an external percutaneous lead repair the patient had recovery of ejection fraction (ef) and the hospital turned off pump and internalized driveline on (B)(6) 2021. The patient was maintained on inotropic support until the time came for an exchange. The pump was disposed of at (B)(6) hospital. The patient is stable and doing well at this time. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: driveline damage which would have contributed to the reported short-to-shield could not be confirmed through this evaluation as no product was returned. The relevant sections of the device history records for (B)(6), and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent heartmate ll to heartmate 3 pump exchange on (B)(6) 2021. Additional information was requested but not yet provided.